Manufacturer narrative:
(B)(4). The reported complaint for iab helium loss alarm is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that after the iab was inserted, the pump alarmed for helium loss after two minutes. The user attempted adjusting the catheter and changing the inflation rate of the balloon to 35cc which did not resolve the problem. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. Therapy continued with no issues. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that after the iab was inserted, the pump alarmed for helium loss after two minutes. The user attempted adjusting the catheter and changing the inflation rate of the balloon to 35cc which did not resolve the problem. As a result, the iab was removed and a 2nd iab was inserted at the same insertion site. Therapy continued with no issues. No patient harm or injury. The patient status is reported as "fine".